Event description:
It was reported that at the time of the implant procedure the packaging caused the lid to pop off and the lead to uncoil and flip out of the lead packaging and onto the floor. It was noted that the lids do not seem to be secure enough for this model lead where the lead is coiled up inside the packaging. The lead was not used and a new lead was opened and implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.